Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008,product type catheter product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter.

Event description:
Information was received from a consumer regarding a patient currently receiving lioresal (2000 mcg/ml at 120 mcg/day; lot number # unknown by the reporter) via an implanted pump. The prior pump was delivering lioresal (2000 mcg/ml at 1420.8 mcg/day; lot number # unknown by the reporter). The indication for pump use was cerebral palsy and intractable spasticity. Per the reporter, the patient¿s catheter tip was located past the arachnid layer of the brain and that was where it was supposed to be placed. Other medications the patient was taking at the time of the event and medical history were not reported. On (B)(6) 2016 it was reported that the patient experienced an overdose on (B)(6) 2014. The patient¿s prior pump wasn¿t working correctly (see manufacturer¿s report # 3004209178-2016-08056) so they had been increasing and increasing the dose and didn¿t consider that after the new pump was implanted which resulted in the patient overdosing with the new pump; the medication was too high. The hcp (healthcare professional) stated that the patient had an ¿industrial size lethal dose¿. For 8 days the patient¿s heart rate was 181 bmp (beats per minute); sustaining over 176 bpm. He had no sleep for 8 full days and nights. He could not speak; his motor movement was gone; and he was hallucinating on the 6th day ((B)(6) 2014); he crawled up his bed because he was thinking he was being chased by monsters. The pump was shut off on (B)(6) 2014 and within 3 hours the patient returned back to normal. As soon as they turned the pump back on the same day, the overdose symptoms returned. The hcp then changed the dose to 400 mcg/day still at the same concentration and the patient did not experience withdrawal symptoms. On (B)(6) 2014, the hcp lowered the medication to 300 mcg/day and the patient didn¿t experience any withdrawal symptoms and he was up and walking. On (B)(6) 2014 he was discharged from the hospital. Per the reporter, the patient ¿can no longer control his thoughts in his head and can¿t shut if off since after he got the pump replaced which started on (B)(6) 2014¿. Per the reporter, the surgeon made a comment post-surgery that the arachnoiditis was back. During the replacement surgery, the surgeon noted ¿a sheath covering of the tip of the catheter¿ and stated that this was due to arachnoiditis. Per the reporter, ¿there is still something there unexplained gunk that is getting into the catheter and clogging it up¿. See manufacturer¿s report #s 3004209178-2014-11903, 3004209178-2016-08050, and 3004209178-2016-08048 for prior arachnoiditis/catheter events.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.